Event description:
It was reported that the atrial lead had slowly but continuously increasing impedance and high threshold. Therefore the atrial lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase: weekly pace impedance trend data shows a gradual increase for min and max a. Pace, pace impedance = 904 to 1600 ohms peak between (B)(6) 2011 and (B)(6) 2012.